Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 40 mg/dl and treated with carb. Customer declined troubleshooting for the low blood glucose. Customer stated that the insulin pump had unexpected restart, a cold reset was performed alarm, assisted with troubleshooting for insulin pump error alarm. The customer was previously reported this issue. Customer stated that they were able to clear the alarm. Customer stated that they were able to complete rewind. The insulin pump will be returned for analysis.